Manufacturer narrative:
The event occurred on (B)(6) 2023 - the manufacturer became aware about this event with 6-month delay via a user facility report to the national authority. There was no involvement of the local s&s organization after the event and no service contract in place. The actual state of the device is unknown. The manufacturer concludes that due to the lack of information no case-specific evaluation is possible. A reboot is the specified device behavior to remove error conditions that can't rectified by other means. The device will briefly power off and on again to set all running software processes back to a controlled state. During the reboot sequences which last no more than 12 seconds, the device opens the pneumatic system to ambient to allow spontaneous breathing and, the device posts a corresponding alarm to alert the user. It the reboot was successful ventilation will be resumed automatically with the latest settings. While deviation caused by a software issue can be remedied by performing a reboot, hardware issues are usually permanent and require replacement of the faulty hardware component. Nevertheless, also hardware issues such as an overaged, worn-out internal battery can cause reboots as the device performs internal battery checks in order to verify a proper function of the internal battery. Nevertheless, also hardware issues such as an overaged, worn-out internal battery can cause reboots as the device performs internal battery checks in order to verify a proper function of the internal battery. Environmental conditions and/or lack of preventive maintenance can lead to insufficient cooling of the device internal e.g. Caused by a clogged dust filter. Insufficient cooling can lead to overheating of electronic components and therefore can cause a malfunction. The device responds to the overtemperature situation with a temporary shut-off of the power supply to allow it to cool down. Furthermore, service intervals are recommended in the IFU for service parts such as the internal battery in order to ensure device operation as specified. In the current event, it was not possible to investigate the case more in detail due to a lack of information. However, as a device malfunction cannot be excluded the case was considered reportable (in abundance of caution).

Event description:
It was reported that the device performed reboots during use and that the patient's spo2 decreased. Reportedly, the users decided to replace the device in a controlled maneuver; no patient consequences have occurred.